Event description:
It was reported that the sys was frozen at start up, due to a faulty fast stop button on rui. After unplugging the rui, functionality was restored. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The remote user interface fast stop was replaced during the service call. The sys was tested and found to be working as intended and put back into service.